Event description:
The customer reported that a vaccine was administered into a patient's arm from a pre-filled syringe and a majority of the vaccine sprayed out while administering. Since all of the vaccine was not administrated into arm of patient, the patient had to receive another vaccine to ensure full protection. Majority of the vaccine sprayed out at the junction of the needle and syringe tip. The nurse had ensure the needle was secure. Additional information received on 26sep2022 stated that the medication was menjugate covid-19 vaccine. The patient did not experience any clinical symptoms due to this incident.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples will be inspected for damages. The lot met all defined acceptance requirements and was released. The date of manufacture was 25sep2021¿27sep2021. There were no samples submitted with this complaint. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined without an actual sample to examine. Based on the available information, there is no evidence of any systemic failure of the manufacturing process. Also, there was no trend observed. The initiation of a corrective and preventive action is not required at this time. The investigation will be reopened and updated if a sample is received at a later date. This complaint will be used for tracking and trending purposes.